Event description:
Reporter stated that patient has been obtaining erratic blood glucose results, while using the suspect device. Reporter noted that patient obtained a result of "lo" (< 10 mg/dl), immediately retested, and obtained a result of 365 mg/dl. Reporter indicated that an additional test was performed, within a few minutes, and patient's blood glucose measured 412 mg/dl. Reporter noted that occasionally, patient administers too much insulin, based on results obtained on the device, causing him to lose consciousness. Reporter did not provide any details about treatment received after losing consciousness. According to reporter, she has attempted to counteract insulin reactions by advising pt to eat additional food. Reporter noted that quality control testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.